Manufacturer narrative:
The surgical revision was performed due to placement of the implanted components and not related to failure or malfunction of the system or any components.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022 and subsequently complained of an uncomfortable pressure at the incision site. Physician determined that the implantable pulse generator (ipg) was positioned over a spinous process and that was leading to the patient discomfort. Surgical procedure was performed on (B)(6) 2022 to move the ipg to a more comfortable position for the patient.